Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er420 instrument clips didn't come out and the surgeon used another instrument to complete the case. There was no consequence to the pt.